Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the video communication failure to the video processor due to the camera cable break of the subject device. Also the camera cable break might have occurred due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found that the camera cable break which might have caused the reported phenomenon. There was no report of patient injury associated with this event.